Manufacturer narrative:
Device code relates to problem code for the reported event of cutting wire incorrect orientation. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an autotome¿ rx 44 was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that the cut wire was oriented in the wrong direction. Reportedly, there was no tortuous anatomy impacting scope positioning and no visible damage to the device prior to putting it through the scope or after the issue occurred. The procedure was completed with a second autotome¿ rx 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual examination of the returned device found that the working length was twisted in several location. Also, the distal pierced hole torn this last condition displaced the cutting wire. No other issue was noted. The complaint was consistent with the reported event of incorrect orientation which could have been affected by twisted working length in multiple locations. Based on the investigation and the receipt condition/ functionality, the complaint conclusion investigation code selected for this complaint is "operational context¿ since it is most likely that due to anatomical and/ or procedural factors encountered during the procedure, the performance of the device was limited. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that an autotome¿ rx 44 was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that the cut wire was oriented in the wrong direction. Reportedly, there was no tortuous anatomy impacting scope positioning and no visible damage to the device prior to putting it through the scope or after the issue occurred. The procedure was completed with a second autotome¿ rx 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.